Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 587080015. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 583052006. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed during which it was identified that the device was not delivering the intended amount of pressure. The aus was fully replaced. No further patient complications were reported.